Event description:
The customer reported that both monitors on the system were blank. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The video display board was replaced. The system was tested and operates as intended.